Manufacturer narrative:
The blade reported involved with this event was returned for evaluation and the reported failure of vibration was confirmed. The blade was evaluated by product engineering who concluded the analyses conducted, it¿s reasonable to suggest that the uncontrollable shaking / vibrating experienced by the user was due to the cartridge being incorrectly loaded onto the handpiece. A review of the associated handpieces instructions for use (IFU) for use with this blade contain instructions on how to correctly install the blade to the handpiece. The handpiece IFU's also contain the following caution; "caution: always securely lock the cartridge mount in position before operating the handpiece." The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the blade was vibrating and shaking uncontrollably in the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a surgical procedure, it was noted that the blade was vibrating and shaking uncontrollably in the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.